Event description:
It was reported that the ilet bionic pancreas sleep/wake button became unresponsive, preventing the user from waking the screen, and the screen did not reliably wake when placed on or removed from the charger; the user could not restart the device via the app, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key/button, with the component implicated being the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.